Event description:
It was reported that a spectrum iq infusion pump alarmed false downstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "continuous false downstream occlusion" was not reproduced. A review of the event history log revealed multiple "downstream occlusion!" Messages. Device passed downstream occlusion testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor tubing reading out of range. The force sensor requires calibration to address the issue. Should additional relevant information become available, a supplemental report will be submitted.